Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the electrode belt trunk cable connector was corroded. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corroded connector. The patient rec'd a replacement electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. As received, the monitor's case was cracked and the belt receptacle was broken from the monitor case, which caused j1001 (trunk cable connector) to partially detach. The root cause for the damaged belt receptacle and connector cannot be positively identified but is likely excessive force at the belt connector while the electrode belt was attached. Cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged belt receptacle. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his electrode belt connector was damaged. The patient was issued a replacement electrode belt and monitor.